Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed three (3) critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery.an internal investigation investigated communication errors. The date and time of the critical battery alarms could not be confirmed as the log files revealed that the real time clock was reset to zero (year 2000). This is an additional observation not related to the reported event and likely due to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to faulty cell pair. The faulty cell finding did not contribute to the reported critical battery alarms. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three ¿critical battery¿ alarms upon log file review. There were no reported consequences or effect to the patient. The battery was exchanged. No patient complications have been reported as a result of this event.